Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the data log analysis. Since the log was exported on a different central control monitor, the date and time stamps appeared to be off. On (B)(6) 2020 a perfusion screen was opened at 12:44:48 pm. The incident possibly occurred a little over 12 hours later when the pump stopped. The pump was started quickly, about two seconds later. About 28 minutes later the pump stopped again. There were no error codes that indicated why the pump stopped or if a 'service pump' message was displayed. It is possible that the pump stopped and displayed a 'service pump' and did not log anything. This can happen if the pump detected that it was running in reverse incorrectly. The data log review confirms there were two stops about 30 minutes apart as reported. There is no way to tell form the data log review if these were the two stops reported or if a 'service pump' message was displayed. There is no way to tell from the data log review if the pump stopped on it's own or if the user stopped the pump.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to run continually for 48 hours and 55 minutes with no stops.

Manufacturer narrative:
Per the perfusionist, after the case, the suspect roller pump was replaced with a back-up pump. The field service representative (fsr) performed mechanical, electrical, and visual testing on the roller pump and no issues were found. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had stopped working twice during a procedure. The surgical procedure was completed successfully. There was a 10 second delay reported. There was no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2020, the team had an incident with their arterial roller pump on their heart lung machine (hlm) during cpb. The roller pump was set up and primed without an issue. The case ran normally until about 40 minutes prior to coming off cpb. At full flow to the patient, the arterial roller pump stopped and gave the perfusionist a 'service pump' message. She was able to press the start/stop button and the forward flow resumed as normal. Then 30 minutes later the same situation occurred with a 'service pump' message and again it was mitigated by pressing the stop/start button and resuming forward flow. The first stop, it took about 10 seconds to resume normal flow. The second one, since the perfusionist was hyper-aware of the previous stop, mitigation was almost immediate. There was no blood loss or harm related to the event.